Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however, identified this incident as MDR reportable. Investigation and conclusion: investigation determined the european power adapter contact pin and case were broken. The defect was reproducible and the european power adapter did not meet specification. Power adapter supplier notified of the defect. The european power supply adapter is not used in the u.s.

Event description:
(B)(6) incident where the power adapter pins separated from the power adapter when the patient was removing the hearing aid battery charger european power adapter plug from the wall.